Manufacturer narrative:
H3, h6: the devices were not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that, as of the date of this medical investigation, the requested clinical documentation including the operative report and radiologic imaging has not been provided; therefore, there were no clinical factors found which would have definitively contributed to the event. Reportedly, approximately six weeks after a total knee arthroplasty was performed, the patient underwent a revision surgery with a knee washout and exchange of the insert due to swelling and infection. Per case communication the tibial baseplate, patella and femoral components remained in situ. Additionally, ¿the surgeon does not think there was a product failure¿. The patient impact is the swelling, infection and revision surgery. The patient¿s current health status is unknown. No further clinical/medical assessment can be rendered. A review of the production orders did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. For the insert, the femoral component and the tibial baseplate, a review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. For the patella, a review of complaint history revealed similar events for the listed device over the previous 12 months, but no similar events for the batch based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the instructions for use documents for knee systems revealed that acute post-surgical wound infection has been identified in possible adverse effects. Active, local infection or previous intra-articular infections are identified in contraindications for total knee replacement. A review of the risk management files revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to these products and event. A review of the sterilization records revealed the batches were sterilized within normal parameters. At this time, we have no reason to suspect that the products failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include loss of sterility during procedure, post-operative healing issue, injury, patient condition and/or medical history. Based on this investigation, the need for corrective action is not indicated. Should the devices or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
H10: internal complaint reference case-(B)(4).

Event description:
It was reported that, after tka surgery had been performed on (B)(6) 2023 due to osteoarthritis, the patient experienced swelling and infection. This adverse event was solved by performing a revision surgery on (B)(6) 2023, in which washing of knee joint was conducted. The jrny ii bcs xlpe art isrt sz 5-6 lt 12mm was exchanged to another journey ii bcs insert. The femoral component, tibial baseplate, and patella component remained in situ. The surgeon does not think there was a product failure. Patient's current health status is unknown. No further complications were reported.